Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of an unresponsive lcd touchscreen could not be confirmed. Ventec downloaded and reviewed the device's electronic records and observed that beginning on (B)(6) 2021 the device was alerting to "service concentrator soon". This escalated to "o2 concentration" alarms starting on (B)(6) 2021. The vocsn clinical and technical manual advises that a soon as the "service concentrator soon" alert occurs, users/healthcare personnel should "contact your local ventec life systems representative for service." The device was not sent to ventec for service following the alerts. When the device was not sent in for service, as stated in the vocsn clinical and technical manual, that allowed for the media bed to degrade (clog). As the media bed continued to degrade over the 6 month period between the original "service concentrator soon" alert that was logged by the device and the reported patient event associated with this medwatch report, some therapies would likely experience a pausing or "buffering" during use. This is considered normal behavior due to the degraded (clogged) media bed. Ventec replaced the media bed to resolve the reported pausing/buffering issue. Proper device operation was observed through functional and performance testing. Based on the information available, it's reasonable to conclude that the root cause of the reported issue was user error.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the lcd touchscreen on the device was unresponsive. The initial reporter, a respiratory therapist (rt), advised that the patient's family stated that when attempting to perform nebulizer or cough therapies, the device appeared to be "buffering" and stay on those screens for a prolonged period of time. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided.